Event description:
"Spike portion of connector may have broken off to enter the fluid pathway". Piggy back connector was inserted into the upper y-site of abbott primary set. "No side effects to the pt". No other info about the event is known.